Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.